Event description:
On (B)(6) 2014, it was reported that none of the buttons on the patient's infusion device were functioning. The patient stated that the device displayed e8 (power interrupt). No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
No product was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.